Manufacturer narrative:
Mfrs investigation determined that the power cord was missing a prong, which is consistent with moving the bed prior to unplugging the bed from the wall, which is further contradictory to general electrical protocol. Issues with power cords are seen heavily at this account. Additionally, one of the two siderails was not functioning properly due to an assembly error.

Event description:
It was reported that the bed had various electrical problems. No adverse consequence reported.